Event description:
Pt underwent cranioplasty with revision of wound in 2004. At that time a synthes rep was present during surgery to assure appropriate use of the synthes product, bone putty (cement or methyl methacrylate.) The pt returned 2 months later with symptoms of wound break down and drainage. It was discovered during the repeat cranioplasty that the cement was flaking and coing out in pieces. The surgeon removed the entire product. The surgical director contacted the synthes rep 6 days later and discussed the above occurence. The rep assured her a report would be made, and a sample of the product was provided to the rep for testing. No report has been received as of this date.